Manufacturer narrative:
During quality investigation a damaged press plug, motor, bearings and other component parts were noted. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer. The original device serial number is unknown; without the original serial number, the device manufacture date cannot be determined.

Event description:
A stryker reciprocating saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse event was associated with the event.